Manufacturer narrative:
Should additional information become available a supplemental record will be filed. There is no malfunction associated with the injury allegation. User¿s manual review (1182445 rev. A, page 2) proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment.

Event description:
Consumer states he use to have half length rails and has bad nightmares caused him to fall out of the bed and get caught through the rail causing him to tear up his right elbow and the right shoulder and he had to have major surgery on his elbow. Consumer states now uses full length rails. No additional information provided. Update from consumer affairs on 04/12/2016: no information available on prior rails other than they are believed to have been a g30 half rail and the va replaced them with full g29 rails. No alleged malfunction of the rail as the end user had a bad dream that caused him to move around the bed and end up falling out of bed and catching his arm on the rail. No further information provided.